Manufacturer narrative:
Product ID 37751 (B)(4) product type recharger product ID 977a260 (B)(4) implanted: (B)(6)2016 product type lead product ID 977a260 (B)(4) implanted: (B)(6)2016 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that a change in activity level led to the ins not connecting to the recharger and the lead migration. The patient received a new charger to try before it was discovered that the leads had migrated. The issues were not resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of medical devices: product ID 37751, serial# (B)(4), product type recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4) , UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was getting the reposition antenna screen. The recharger would not interrogate. The patient stated they always had problems getting the perfect, 6-8, bars. Sometimes they got all the bars, but that was hard to get. The patient stated they charged on the skin and used the recharger belt. They tried charging without the belt and held the antenna. The patient rotated the antenna dial. The patient stated that the recharger was charged. The patient had last successfully charged a couple weeks prior to their call, they had been trying for a while to charge. They patient stated they were not given a patient programmer. Troubleshooting did not resolve reposition antenna screen. It was further reported that the recharger would not sync with the ins. The caller stated they were sent a new recharger, but it still would not sync or connect. The patient went to their healthcare provider (hcp) office and they performed an x-ray, which showed the leads had migrated. The caller stated the ins was causing pain in their back. The patient noted nothing had happened yet, but they made an appointment with their hcp. No further complications were reported or anticipated.